Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, it was reported that a beta bionics ilet user received an occlusion alert following a supply change. The user confirmed proper insulin flow and site function, resumed insulin delivery, and no further issues occurred. No hospitalization was required and no long-term health effects were reported.